Event description:
It was reported to manufacturer that when the vns patient's generator was interrogated, the eos flag was set to yes. Additionally, it was reported that the pt was experiencing an increase in seizure activity. Diagnostic tests were performed and revealed normal device function, with the eos flag set to yes. An estimated battery life calculation was performed supporting the end of service status. The generator was subsequently replaced and returned to manufacturer for analysis. Analysis confirmed that the eos flag was set to yes and there were no anomalies found with the device, however, the reported end of service condition was not duplicated in the laboratory. Further info was received from the treating physician's office stating that the increase in seizure activity was above the pre-vns baseline and was believed to be due to generator end of service. The intervention taken (generator replacement) was done to preclude a serious injury.